Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 41 mg/dl were recorded by continuous glucose monitor (cgm) from 4:47:30 am to 4:57:30 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:47:30 am. On (B)(6) 2020, at 4:18:02 am, user made a bolus request without entering current bg, overriding the recommended bolus size and making a manual bolus request of size 8.2 units. Making bolus requests without entering current bg and overriding the recommended bolus size could lead to a low bg event. Blood glucose (bg) values from 42 to 48 mg/dl were recorded by continuous glucose monitor (cgm) from 11:02:31 am to 11:17:31 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:02:31 am. On (B)(6) 2020, at 8:08:27 am and 9:53:04 am, user made bolus requests without entering current bg, while still having insulin on board (iob), overriding the recommended bolus size and making manual bolus requests of size 1.5 units (both times). Making bolus requests without entering current bg while having iob and overriding the recommended bolus size could lead to a low bg event. On (B)(6) 2020, at 10:26:57 am, user made a bolus request without entering current bg, while still having insulin on board (iob), overriding the recommended bolus size and making a manual bolus request of size 10.63 units. Making bolus requests without entering current bg while having iob and overriding the recommended bolus size could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 40 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.